Event description:
According to the reporter, while inserting the femoral dialysis catheter, there was resistance while dilating tracking with the guid ewire. They still dilated 2 times, but while advancing the catheter, the guidewire was stuck. The procedure was abandoned, and they pulled out the catheter and guidewire as a whole and noted that the guidewire was kinked and unraveled intra-luminally. It was also stated that the guide wire was soft and flimsy. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.